Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient's ((B)(6)) lead migrated. Reportedly, the patient carried something heavy prior to the lead migration which the physician believes caused the lead migration. Surgical intervention was undertaken and the lead was explanted and replaced and effective stimulation therapy was restored.